Event description:
It was reported that the customer's insulin pump was alarming. Customer's blood glucose level was 11 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during self test and unable to upload pump with software due to sue with an electrical component on the circuit board. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.